Event description:
During an arthroscopic decompression procedure, the ultravac arthrowand reportedly had a hole at the tip of the wand where sparks were seen during use. There was no reported patient injury or adverse effect to the patient.

Manufacturer narrative:
The device was returned for investigation. A follow up report will be provided once the lot history record review and investigation are completed.